Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp for evaluation. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the suction channel of the subject device tested positive for micrococcus sp., staphylococcus aureus, coagulase negative staphylococcus, escherichia coli, and lactococcus lactis ssp. Lactis. The detailed information about the event was not provided to olympus but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus deutschland (ode). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing result indicated no microbial growth for the subject device.